Manufacturer narrative:
One 8.5f swartz braided introducer was received for evaluation. No visible anomalies were observed. Functional testing of the returned device revealed a leak, which was determined later to have been caused by a hole and tear in the upper and lower half of the two part seal system. The leak was caused by damage to the hemostasis system. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported during an ablation procedure, a leak was noted from the hemostasis valve of the swartz braided transseptal introducer. The physician performed transseptal puncture using a brk needle and a swartz braided transseptal introducer. Following the transseptal puncture, the dilator was removed, the introducer was flushed and blood was aspirated with a syringe, when the physician noted leaking from the hemostasis valve of the device. A small piece of plastic was also noted to be protruding through the hemostasis valve. The physician replaced the introducer and the procedure was completed with no consequences to the pt.